Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) female with surgical trauma was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2009, the cuff was removed and replaced due to "cuff link undone during intercourse." A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.